Event description:
Customer attempted to use the compact plus meter, but was unable to use the meter due to an error within specification and subsequently passed out at the pharmacy. Customer obtained the error on the meter, then went to the pharmacy to pick up some prescriptions. Customer then passed out. The ambulance was called and paramedics tested the customer at 384 mg/dl on their meter. Customer was admitted to the hospital, but was not treated and checked out the hospital by himself due to lack of treatment. Requested return of suspect device and replacement was sent.